Event description:
The report received from affiliate indicated that during pta to an unk target lesion, the balloon burst during inflation at normal pressure. There were no reported adverse effects to the pt. The procedure was successfully completed by a second opta pro balloon. As per the reporting affiliate, no additional pt or procedural info is available. The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.